Manufacturer narrative:
A ge service rep replaced the lemo connector and adjusted the power supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the unit would not boot up outside of a procedure. No pt injury was reported.